Manufacturer narrative:
This medwatch is submitted to send an initial report about a complaint about an avenue t revision surgery case. The lack of information about the device did not allow a review of the device history records. Requests are in progress to receive additional information on the cage reference and lot number. The x-rays provided examination still in progress. A revision is scheduled for (B)(6). A request to retrieve the product was done. Additional information were requested about the first surgery. No answer are received yet . Investigation still in progress. Still implanted.

Event description:
Avenue t: revision schedule. It was reporter from revising surgeon that a patient needs company device for an avenue t removal. There was an l2-l5 lami and tlif initially performed by a different surgeon where the device now appears to be in the spinal canal. The patient presented to the revising surgeon with back pain and was diagnosed with pseudoarthrosis and spinal stenosis with neurogenic claudication. He is now under the care of the revising surgeon who will be performing a revision fusion surgery. The surgery is scheduled for (B)(6). Additional informations were requested about the initial surgery and the related implant reference. Information still not received yet. Investigation still in progress.

Event description:
Avenue t : revision schedule for unknown reason.

Manufacturer narrative:
Fields date of report date, rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR were updated for this report. Research allowed to identify the sales order related to the initial surgery. However different devices of avenue t range are invoiced which prevent from identifying the exact cage that migrated. Additional information are requested to identify the related product and to review the device history records and traceability to find if there is any deviation to specification that may have impacted this issue . The investigation still in progress . The conclusion remain not yet available.

Manufacturer narrative:
Correction to: a1, a2 (age), b1, b2, b3, b5, b7, d1, d2, d4 (catalog number, lot number, expiration date, UDI number), e1, e2, e3, g3, g5 (PMA/510k), h3. Additional information: b6, h4, h6. The device was not returned for evaluation. However, an x-ray was provided and used for evaluation which showed the migration of the anchoring plate. Without product return, a cause cannot be established. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that an avenue-t cage migrated post-operatively and was sitting in the spinal canal. The patient was also diagnosed with pseudoarthrosis and spinal stenosis of the lumbar region with neurogenic claudication leading to pain. A revision surgery was subsequently performed to address the migrated cage. No further information was provided.